Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, within the same surgery due to low vaulting. A longer lens was implanted within the same surgery and the problem was resolved. Cause of the event was unknown.